Event description:
The pt reported experiencing elevated blood glucose of 27 mmol/l (486 mg/dl). Elevated blood glucose began in 2009 due to gastro-intestinal issues. The pt was hospitalized and diagnosed with ketoacidosis (blood glucose values not provided). The pt was treated with insulin and was released from the hospital the following day. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.